Manufacturer narrative:
Upon receipt, the device interrogation revealed the eri battery status, confirming the clinical observation. Four charging cycles were recorded in the icds memory. The current consumption and the battery voltage was inspected. The battery was found depleted. The current consumption of the ICD was evaluated and proved to be normal and as expected. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20s charging time the specified energy level could not reached, caused by the depleted battery. The device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
It was reported that the device was found in eri before it was implanted. Based on the product analysis results it was considered as reportable.